Event description:
The analyzer generated an alarm and when the tech attempted to check, she found there was water all over the floor around the analyzer. The user opened the analyzer and noticed water inside the analyzer on the cuvette drum area and on the electric wires in the area. The user powered off the analyzer and had her maintenance department clean up the water on the floor. No one was harmed due to the leak. No patient samples were affected as the analyzer was not being used at the time of the leak

Manufacturer narrative:
The field service representative determined the st1 valve was defective and replaced it. To verify the analyzer operation, calibration and qc was performed.